Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he had low blood glucose but not hospitalized. Customer's blood glucose was unknown. The customer treated himself with glucose tablet. The customer also reported that he was hospitalized due to low blood glucose. Customer's blood glucose was unknown. Customer also stated that the battery cap cracked or damaged.